Event description:
This was a lead extraction case. The initial complaint received regarding the device was that the catheter would not advance. The case was completed successfully with another catheter of the same device model. Upon evaluation of the device on (B)(6) 2013, it was determined that there was a kink 14-3/4 inches from the tip of the catheter and some exposed fibers. As there is the potential that these exposed fibers could be inside a patient (it is unclear whether they were inside the patient in this case), we have decided that this fits reportability criteria because of the risk of injury with recurrence. Attempts to obtain more information are ongoing. A follow-up report will occur if the facility complies with our request for additional information.

Manufacturer narrative:
The visual inspection of the catheter found a major kink 14-3/4" from the tip. A quadrant of fibers was dead at the tip. The kink has some exposed fibers and the jacket appears to be torn, not melted. Calibration was not done due to the kink that exposed fibers (the catheter had calibrated at the beginning of the procedure, so the damage occurred after the initial calibration of the catheter). One quadrant of the fiber tips was dead, presumably caused by the kink. The outer jacket does not show signs of melting, which makes it unclear if the kink occurred before or after the issue with advancement. The device was shipped properly to avoid kinks which indicates the kink may have been caused during use. There was no indication that this was a failure of the catheter or any issues with manufacturing.